Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The analysis is pending.

Event description:
The device involved in this MDR report was implanted in 2005; during follow up in 2007, a warning related to detection or an abrupt battery voltage was displayed upon device interrogation. The battery voltage was at 5.84 v. Therefore, the device was explanted.